Event description:
It was reported that the patient started having severe chest pain and shortness of breath the day after implant. The patient reported going to the emergency room more than 20 times over six months with the same symptoms. Testing ruled out cardiac problems. The patient requested to have the pacemaker shut off. The pacemaker was programmed off and the system remains implanted. The patient is no longer experiencing the symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator implanted: 2012 (B)(6); 407458 implantable pacing lead implanted: 2012 (B)(6). (B)(4).